Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp, user attempt to place a 5-5 pancreas stent, but found out the side flap missing from stent upon opening the package. User changed to an other pancreas stent to complete the procedure. This observation was made prior to patient contact.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2196691 of spsof-5-5 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 26 nov 2024. Visual inspection: stent returned. No flap observed to be present on the stent. No damage or tears observed near where flap should be present. Kink/crack observed on the first port hole of the pigtail curl. Slight discolouration noted on the inside of the pigtail curl. Functional inspection: 35 inch wire guide does not pass kink. Manufacturing records: prior to distribution, all spsof-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-5-5 device of lot number c2196691 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the spsof-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2196691. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was attributed to a manufacturing-related issue. Ncr24-043 was initiated after a missing side flap was identified on an spsof-5-5 stent, leading to CAPA pr453294. The primary root cause was an inadequate inspection method, where fqc inspectors visually checked multiple units simultaneously over the edge of a ruler¿an uncontrolled and non-standardized practice that increased the risk of missing nonconforming units. The secondary root cause was the absence of visual inspection aids and clearly defined criteria within the prd and fqc procedures. Corrective action/correction: a non-conformance (ncr24-043) was opened to address this issue which lead to CAPA pr453294. Summary: complaint is confirmed based on visual and/or functional inspection. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause was attributed to a manufacturing-related issue. Ncr24-043 was initiated after a missing side flap was identified on an spsof-5-5 stent, leading to CAPA pr453294. The primary root cause was an inadequate inspection method, where fqc inspectors visually checked multiple units simultaneously over the edge of a ruler¿an uncontrolled and non-standardized practice that increased the risk of missing nonconforming units. The secondary root cause was the absence of visual inspection aids and clearly defined criteria within the prd and fqc procedures.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-sep-2025.